Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant of the right ventricular (rv) lead, the helix would not extend after several turns. Therefore, the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the lead fixation was out of specification for ext ending/retracting. (B)(4).